Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the obturator tops were disengaged. The inflation syringes were received. The insufflation bulbs were received. The lock collars, trocar balloons and dissector balloons appeared intact. Pmv performed functional testing; the dissector balloons were inflated, no leaks detected. The trocar balloons were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator tops may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia, after the balloon was placed in the pre-peritoneal space, the surgeon tried to remove the obturator and the top portion of the obturator broke off. The surgeon took out the entire system and used another one on the second system and manipulated the trocar to push out the obturator and proceeded as usual. It was reported that there was no patient injury.